Event description:
It was reported that two devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that both the er320 and er420 clip came out easily during surgery (did not fall in pt). A new applier was used to complete the case. There was no consequence to the pt.